Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event however, the placement of the cup appeared to be anti-verted (open faced). Proximal loading of the cup / head (not centrally located) and the distal tip of the stem is more lateralized causing the ridge loading of the liner thus resulting in the fracture. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address fracture of the device.